Event description:
Customer's father reported via phone call that the insulin pump alarmed button error during a bolus attempt. It was stated that the battery was changed and a battery out limit alarm was received and the buttons are unresponsive. Blood glucose value was 130 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. It was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected battery change too slow messages, button error alarms, battery out limit alarms, or low battery alerts were noted during testing. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.